Event description:
Customer complaints blood leak during treatment. Blood flow rate, 121 ml/min, tmp, 108mhg. The blood loss was insignificant. No patient harm and no medical intervention was needed.

Manufacturer narrative:
No further info is expected for this specific event, and the case is considered closed.